Event description:
It was reported that during scheduled review of remote home monitoring data, it was noted that this right ventricular (rv) lead and pacemaker exhibited oversensing of noise resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that scheduled review of remote home monitoring data noted additional nsvt episodes were stored due to ongoing oversensing of noise and resulted in pacing inhibition as well as inappropriate pacing. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during scheduled review of remote home monitoring data, it was noted that this right ventricular (rv) lead and pacemaker exhibited oversensing of noise resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.